Event description:
The device was used during a colon resection. It was reported that the staples did not form properly. A seconed device was opened and the procedure was completed without consequence to the patient.